Event description:
The customer stated that she was in car accident and hospitalized, due to hypoglycemia. The customer's blood glucose reading was 220 mg/dl at the time of the report. The customer stated that her low blood glucose was due to eating dinner late. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.